Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose of 400 mg/dl and ketones on (B)(6) 2016. It was stated that they found that the cannula was bent. They treated with injection and changed the infusion set. The customer had been having issues with the infusion sets kinking and it was confirmed she does not have scar tissue. It was also reported that the customer had low blood glucose the day before and the day of the call. Blood glucose level was in the 50 mg/dl range. Troubleshooting for low blood glucose was declined. The customer will try different infusion set types. The insulin pump will not be returned for analysis.